Manufacturer narrative:
This report is submitted on 22 october, 2019.

Event description:
It was reported the patient experienced a loss of osseointegration and infection which was treated with oral antibiotics, however the issue could not be resolved; subsequently the device was explanted (date not reported).